Manufacturer narrative:
A service visit was performed; inspection of reagent probe revealed that tip integrity is good and damper is in proper position. All probes had straight and smooth dispense flow. Probe teaching positions were optimized. The pool cell assay ran with controls and 6 samples;expected results were generated. A review of the instrument images showed that some of the buttons in the wells were small and looked as though there were not enough cells dispensed. Told customer that this sometimes may cause unexpected positive results. The customer was told to be sure cells are well suspended and stir ball have been added before loading cellular reagents on the instrument.

Event description:
Customer called to report an rh discrepancy on galileo. During validation, a historically rh negative donor reported as weak d positive.